Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the implant fractured. No revision reported as of date.

Event description:
It was reported that fracture of proximal humerus plate occured and that plate and screws have been removed with placement of antibiotic cemented beads.